Event description:
It was reported that a titanium screw had broken. No additional information was provided.

Manufacturer narrative:
This MDR has been submitted retrospectively as it was initially determined that the event was not reportable.